Event description:
This supplemental report is being filed to update device codes and the evaluation conclusion code.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that at this implant procedure defibrillation threshold (dft) testing was unsuccessful. It was noted that the device seemed to take along time to detect and it took two external shocks to rescue the patient. An x-ray identified the electrode may be too superior. The system was explanted one day post implant. No additional adverse patient effects were reported.